Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom(s).

Event description:
Patient reported bilateral burns in both axillae 11 days post miradry treatment. Topical antibiotics (silvadene 2x day) was prescribed.